Event description:
Additional information was received which indicated the pacemaker declared a lead safety switch (lss) on the right ventricular (rv) lead due to out-of-range (oor) pacing impedances. It was noted, that it was previous instances of asystole were suspected to be due to loss of capture (loc). Isometrics were performed, and noise or oor measurements were unable to be reproduced. Subsequently, a revision procedure was performed and the ra lead was surgically abandoned. In addition, the rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited multiple instances of pacing inhibition on the right ventricular (rv) lead. The longest instance of asystole was 12 seconds. The minute ventilation (mv) feature was programmed off, the thresholds were stable, and no noise was observed. The cause for the pacing inhibition was undetermined. There was a lead safety switch (lss) in september due to high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. The patients ra and rv leads were non-boston scientific products. It was noted the patient had fell the previous day. An x-ray was performed and no lead issues were visualized. The rv lead output was increased and the patient was given an event monitor. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.